Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. No non-conformances were identified for this part number, lot number combination per qlik query executed on 7/17/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Additional pro-code: mai. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: synthes rep. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. This report is for an unknown device/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown.

Event description:
Device report from (B)(6) reports an event as follows: it was reported by the affiliate via phone that the rigidfix fem xpin and the drill sleeve were tilt. Devices were removed and discarded. Surgery completed with same like device. Minimal delay in surgery (approx 1,5 min); no harm to patient. There was no unusual forces being applied by the user during use. The device was not bent. This report is for one (1) rigidfix fem 3.3mm s/t xpin. This report is 1 of 1 for (B)(4).